Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation, because it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that scratches had been found around the center of the optic of the non-preloaded intraocular lens (iol) while it was implanted. The reporting physician did not feel a strong resistance when it was set. Post-operative visual acuity was 1.0, which was sufficient. There was no patient injury or health damage reported. Therefore, exchanging the iol was not planned. The iol remains implanted and no further details were provided.